Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection revealed the helix was stretched. The helix was distorted/bent.

Event description:
It was reported during the implant procedure that there was undersening of p waves with this lead in several positions. The lead was not implanted. No patient complications have been reported as a result of this event.